Event description:
While wearing the external equipment, the pt reportedly experienced out of range impedances followed by loss of lock. The pt was seen at the center for device eval. Programming adjustments were made. However the reported problem was not resolved. Testing performed confirmed the device was no longer functioning. Surgery to explant the pt's cii device is to be scheduled.